Event description:
User facility reported that approximately 7 months after a successful novasure endometrial ablation procedure, the physician noted "small fibers" in the uterine cavity via hysteroscopy. Follow-up information received in 2009, revealed that the patient had "pain and cramping". After a dilatation and curettage (d&c) for "hemometria related issues" two days prior, a hysteroscopy was performed, which revealed fibers "against the uterine wall". The physician believes these fibers may have been from the novasure procedure performed in 2009. He also indicated "the cause of cramping, pain and hemometria may be due to these fibers remaining in the uterine wall." We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number provided by the complainant, therefore, the expiration date is not known. Serial number not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device, as a lot number was not provided by the complainant. Based on the information obtain to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received, a supplemental medwatch will be filed.